Manufacturer narrative:
(B)(4) it was reported that the patient's blood pressure dropped. Tee and ice confirmed pericardial effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. The caller stated that the patient was stabilized and going to surgery. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed. The device history record (DHR) cannot be reviewed it due to catheter lot number was not provide it. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The bwi equipment involved were: carto 3 system ((B)(4)), stockert generator ((B)(4)), coolflow pump ((B)(4)), catheter d13270 (lot#unknown), catheter d134301 (lot#unknown), and catheter bd710fj282rts (lot#unknown). (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. Transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) confirmed pericardial effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. It was stated that the patient was stabilized and going to surgery. Multiple attempts were done to request for further details of the event. However no additional information has been provided.